Manufacturer narrative:
A medtronic representative performed a navigation system check-out. System remained powered on when disconnected from power outlet. Reported behavior could not be replicated. Issue resolved. No impact to patient. No further issues reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the navigation system unexpectedly lost power during set-up for registration. The navigation system was outside the operating room (or) to receive exam via network and then moved into the or for the procedure. The system shut-off prior to registration beginning, then was powered back on again. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.